Manufacturer narrative:
The device involved I the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported by the physician, the pt developed an allergic reaction 3-4 days post-application of product around a PICC line. The pt's symptoms included pruritis, erythema, and bolus formation. Subsequent skin testing with the patch was performed on (B)(6) 2015, and the result observed on (B)(6) 2015 was generalized erythema. Additional info was received: the biopatch was initially placed on (B)(6) 2015. The biopatch was thrown out after it was used. It had been placed on the left arm and left forearm for patch testing which became positive after 48 hours. The PICC line was in place for less than 1 week before the rash developed. The pt was prepped with chlorhexadine initially, but when it was found that the biopatch (patch test) was positive and (the biopatch) contained chg, the pt was switched to betadine without any issues. According to the physician's interviews with the nurses, the skin prep was allowed to dry prior to biopatch application. The biopatch was on for approximately 48-72 hours before it was replaced. The biopatch was changed once. When the patch testing showed a positive result, the use of the biopatch was discontinued. Centurion sorbaview was the cover dressing used with the biopatch. The PICC was eventually removed and replaced on the right arm. The rash was treated with topical steroids and showed improvement. Currently the pt is doing well, avoiding biopatch and chlorhexadine use. There are photos. Permission will need to be obtained from the pt before sending. The pt has x-linked hypogammaglobulinemia with recurrent cellulitis, requiring IV antibiotics for at least 2-3 months, likely longer.